Event description:
A patient sample was reported as reactive on the advia centaur hbsag assay. The patient was re-drawn two days later and the result was non-reactive. There are no reports that treatment was altered or prescribed based on the result. There are no reports of adverse health consequences based on the discordant advia centaur hbsag result.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. There is no sample available for additional testing. The customer performed a troubleshooting study to ensure that there was no carryover between samples with high (B)(6) (>1000 index) results and samples negative for (B)(6). The study indicates that the non-reactive sample was not affected by the high reactive sample. It is thought that the initial sample could have been contaminated since the results were reproducibly reactive on the same sample and the re-draw of the patient was reproducibly non-reactive. There were no other reports of any issues with other samples. No further investigation is required. The limitations section of the instructions for use (IFU) states: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."